Event description:
It was reported that patient underwent laparoscopic tubal ligation under general anesthesia. The patient was discharged home later the same day. The evening of the procedure, the patient awoke to go to the bathroom and noted that a small plastic foreign body had fallen out of her vagina. The following day she was examined by her treating physician. It was determined that the retained device was an acorn tip of a wolf acorn uterine manipulator. There was no injury or other retained devices noted.

Manufacturer narrative:
The user facility has informed richard wolf medical instruments that the device will be returned for evaluation. We expect the device to be available shortly and will submit a follow-up to FDA with the device evaluation.